Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with two 225cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 23, 2022, the mentor failure analysis lab has received the device for evaluation. Patient's event day is september 23, 2022. Patient's date of explantation is (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on november 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant was found to be ruptured and received in three parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).